Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". A device history record review was performed, and a potentially relevant finding was identified, which was earlier registered with the MDR number 3006425876-2022-00097 and it was concluded as storage/shipping error. However, without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint reports: "when performing the procedure, when opening the package, it was detected that the guide wire was broken and folded inside the package."

Manufacturer narrative:
(B)(4).

Event description:
Complaint reports: "when performing the procedure, when opening the package, it was detected that the guide wire was broken and folded inside the package"